Event description:
It was reported that during lead replacement, reported on 1627487-2025-05128, the patient experienced a csf lead during implant of the new lead. Patient experienced a mild headache that has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.